Event description:
It was reported that the patient was externally cardioverted. After that event, the pulse generator exhibited an alert for premature elective replacement indicator. A software download restored the device.